Event description:
The account alleged the lockouts are lit and no functions available on the bed. No patient impact.

Manufacturer narrative:
The account found the coiled cable had broken wires due to making constant contact with head brake caster and bare wires were exposed. The account replaced the coiled cable to resolve the issue.